Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the helix on the right ventricular lead would not extend. The lead was not used and a new lead was implanted. There were no adverse consequences to the patient.